Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device did not deploy staples. The procedure was completed with another device. There was no patient consequence. One device will be returned.